Manufacturer narrative:
Date of event: continued: (B)(6) 2018. Concomitant medical products: 419688 lead, implant date: (B)(6) 2011. 439888 lead, implant date: (B)(6) 2018. Dtma1q1 ICD, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the right atrial (ra) lead. It was further reported high thresholds were measured on the ra lead. The alerts were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.